Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. During year-end review, the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf803.19.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a 2-piece connector. Usage residues were abundant throughout the sample. One split was observed at the 51cm depth marking. Multiple impressions were evident in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed sharply defined edges. The edges exhibited coarse, regular striations and a granular texture. Similar textures were exhibited by the impressions observed in the vicinity of the split. The split characteristics and surrounding impressions were typical of damage caused by manipulation of the catheter with a traumatic instrument such as hemostats or forceps. The product IFU cautions ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezd2463 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported by nurse that the patient child had the implantation of PICC under the left-hand blind insertion on (B)(6) 2015, and the tip location was at t6. This morning during the chemotherapy infusion, the patient felt his arm a little painful. The puncture site allegedly had fluid outflowing. The nurse immediately stopped the infusion to check and found the exposed section of the catheter was complete without breaks. After the infusion stopped, leaking now stopped, too. It was doubted that there was damage inside the catheter. Therefore, nurse pulled out 2cm of the catheter and found alleged sandholes. Nurse retrimmed the catheter and changed the strain relief sleeve and continued the treatment.